Event description:
It was reported that the patient came to clinic with low voltage, no external power and controller clock not set alarms. The patient stated they lost power during storms over the weekend. Log files were sent for review. The log file captured multiple power losses to the mobile power unit (mpu). The system continued to operate at the set speed and was supported by the system controller¿s backup battery until external power was restored. In addition, the log noted invalid controller clock alarms throughout the event history that may have been the result of a loss of power to the controller which caused a reset. The date and time have been modified in clinic. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment had operated as intended.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of low voltage and no external power alarms were confirmed via the provided log file. The log file captured four no external power alarms during a period where the controller¿s clock was not synced. These alarms occurred while the mobile power unit (mpu) was in use and appeared to have been caused by losses of ac power, as the voltage within both power cables steadily decreased leading up to the alarms, which also caused low voltage alarms to occur due to the voltage steadily decreasing. The alarms resolved within several seconds when power was restored to the system, and no other notable events regarding the mpu were observed. The pump operated as intended throughout the data. The mpu (serial number unknown) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. Available information for this event suggests that some of the alarms may have occurred due to losing power in a storm; however, the root causes of all of the observed losses of ac power, causing low voltage and no external power alarms to occur, were unable to be conclusively determined through this analysis. The serial number of the mpu was not provided. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including low voltage and no external power alarms. Low voltage alarms may lead to a no external power alarm. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.